Manufacturer narrative:
Procedure was completed successfully with same device. Patient is doing well.

Event description:
The implant hydrated very quickly with only 5 cc of blood applied, at which point the device fell off the internal brace sutures prior to implantation. The device remained in the surgeon's hand, so he implanted the device, but it was not loaded on the sutures. He then backfilled with 5 cc of blood. The total time from the first drop of blood until the implant fell off the sutures was approximately 1:30. In my opinion and in speaking to the dr about the case afterwards, he probably overmanipulated the implant and rushed to hydrate with blood (he was bulleting the tip and massaging the sides). However, he could not have implanted the device sooner because he was still working blood into the device. Procedure was completed successfully with same device. Patient is doing well.